Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on all three channels and pacing inhibition during an electromagnetic interference episode that occurred when the patient was using a hedge trimmer. The patient is pacer dependant. The episode was non-sustained. The physician questioned whether this occurance was related to the recall, which it was not. The physician chose to explant the device.